Event description:
The customer reported the split septum is not sealing tightly around the catheter. Leaking and bubbles were reported around the 18g blunt cannula during a normal saline push. There was no patient/staff harm and medical intervention was not reported. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.